Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2006 and dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard alert tones. The superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedance. There had been a "long steady increase in svc impedance." The rv defibrillation impedance had been "relatively stable and its increase appeared to be due to the svc component." The rv lead remains in use. No patient complications have been reported as a result of this event.